Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt), so anti-tachycardia pacing (atp) was delivered but when atp was delivered the rhythm had already broken. Technical services (ts) was consulted and discussed available programmed settings. This ICD remains in service. No adverse patient effects were reported. At a later date, eight shocks were delivered as inappropriate therapy due to a suspected atrial tachycardia with therapy exhausted. Ts was consulted and discussed stored episodes. This ICD remains in service. No additional adverse patient effects were reported.